Manufacturer narrative:
Method: device not returned, discarded at hospital. Additional manufacturer narrative: the device history record review is in process. Explants of rings at sometime during a postoperative period are typically performed for a failed valvuloplasty repair. These typically do not represent a malfunction of the annuloplasty ring. In this case, the ring was explanted and was replaced by a valve.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, an annuloplasty ring was explanted after an implant duration of two years and was replaced by a valve due to unknown reasons.